Event description:
On (B)(6), 2015 the lay user/patient contacted lifescan alleging that their onetouch ultralink meter was displaying an error 2 message. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began at 5pm on (B)(6). The patient manages their diabetes with an insulin pump. The patient denied making any changes to their usual diabetes management regimen in response to the alleged issue. The patient reported developing symptoms of ¿nauseous, anxiety and headache¿ two hours later. The patient denied receiving any treatment for these symptoms. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient¿s reported symptoms do not meet lifescan¿s criteria for a serious injury. The patient did not receive any treatment. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.